Event description:
It was reported that a pump motor stall occurred due to magnetic resonance imaging (MRI) exposure. The MRI was performed approximately 3 weeks prior to the report. The stall recovered after more than 2 hours. The patient did not follow-up with the clinic after the MRI. The patient was seen in the clinic on (B)(6) 2013 and the pump logs showed the motor stall. The motor stall recovery occurred on (B)(6) 2013 after the pump was interrogated multiple times to troubleshoot. There were not reported patient symptoms or injury. Patient status at the time of the report was alive with no injury. The device system delivered compounded baclofen. It was later reported that the patient experienced increased spasticity during the time of the motor stall. The pump logs showed multiple motor stalls with no recovery. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).